Event description:
It was reported that a 6f angio-seal vip was selected for use in the right femoral arteriotomy and hemostasis was achieved. One week later, the pt complained of pain in the right groin. An ultrasound of the right groin revealed diminished blood flow in the right common femoral artery. The next day, the pt underwent surgical intervention, and the angio-seal was removed. The pt recovered and is reported to be doing fine.

Manufacturer narrative:
No product was returned for evaluation. The angio-seal pt info guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.